Event description:
After approximately 7 years of in situ, it was reported that revision surgery was performed. The patient presented with possible metal sensitivity. The devices were reportedly implanted in 2006 and the revision surgeon doesn't fault the product.

Manufacturer narrative:
Only the modular head and sleeve were returned for analysis.